Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 6 infusion set got leakage from connection between the tubing connector and the infusion set on (B)(6) 2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.